Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead may have dislodged and contributed to an apparent loss of pacing. High thresholds, diaphragmatic stimulation and a non-specific atrial sensing issue were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.